Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension; product ID: neu_unknown_lead, lot# unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient showed a potential short circuit between contacts 11 and 10. The patient felt that their symptoms had worsened but the settings didn't change. It was stated that the cause could have been trauma inflicted by themselves. There was a revision but they weren't able to differentiate between the lead and extension. The lead/extension connection was heavily incapsulated and the surgeon was afraid of more damage. When the revision was done they measured the impedances again and they were within range. There was no explanation for what happened.

Manufacturer narrative:
Complaint from (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received messages for their right electrode: 3 impedances out of normal range (orange), avoid 2x (red), avoid 1x (red), 0 (red). They stimulated at contact points 2, and 1. 3.6 volts, bandwidth 90, frequency 130 hz. Li: 714 ohms, 5.0 ma, re: 797 ohms, 4.5 ma. The patient was referred to the neurosurgeon.